Manufacturer narrative:
Investigation summary: "material #: 364390 lot/batch #: 2305395 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each having their hemogard cap attached, and no issues were observed relating to loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported after using a bd preset¿ eclipse¿ syringe, the hemogard cap would not secure tightly to the syringe barrel. A replacement hemogard cap was taken from a different syringe package and was tightened securely. No impact was reported.